Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Insulin pump received with cracked case at display window corners, reservoir tube lip, cracked battery tube threads, minor scratches on display window and missing end cap sticker.

Event description:
The customer reported that the insulin pump had keypad anomaly. Customer stated she was about to enter her carbs and the it began to scroll up. Customer changed the battery but did not work. Troubleshooting was done. Customer's blood glucose was 271 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.